Event description:
It was reported, in 2005 annuloplasty was performed due to annular dilation with no surgical difficulties. Minor regurgitation in the p1 area was observed when the patient left the hospital. Within the last year, there was an increasing grade iii-IV leak, with the patient experiencing dyspnea. Pre-operative transesophageal echo showed a portion of the p2-p3 area was loose. Additional information has been requested.